Manufacturer narrative:
Approximate age of device - 6 years. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted for bacteremia and was treated per protocol. However, the patient became unresponsive, CPR was initiated and later the patient expired on (B)(6) 2018. The CT scan "reveled" large cerebellar bleed. Patient inr was therapeutic at this time. Pump will not be returned. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not available to be returned to the manufacturer for analysis. A direct correlation between device and the patient's outcome could not conclusively be established. Stroke, bleeding and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.